Event description:
Complainant alleged that during a routine shift check by a clinician, when switched to defib mode, the device continuously scrolled through parameters and was unable to be used clinically. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed